Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a frozen app screen occurred. Data was provided for evaluation. Confirmation of the issue was undetermined data analysis will not confirm the alleged complaint or determine a root cause. The probable cause could not be determined. No additional event or patient information is available.